Event description:
It was reported that the pt's battery died. The battery was replaced. There was no pt death. Outcome was not reported. Additional info was requested.

Manufacturer narrative:
(B)(4).